Manufacturer narrative:
Additional information: it was reported that the patient did have a return of pulses to the leg and has no other issues. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Ppae (ischemia): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Ppae (hypotension): the cause of the injury was not determined due to insufficient clinical details. Device history review the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during weaning from an impella cp the patient became hypotensive and developed ischemia of the leg. The pump was explanted and the patient was in stable condition.